Event description:
It was reported that, during a remote follow-up, episodes of far-field r-wave oversensing resulting in inappropriate mode switch (ams) were observed on the device. Abbott technical support (ts) was contacted and recommended reprogramming the device. The device was reprogrammed to resolve the event. The patient was stable.